Event description:
It was reported that this implantable cardioverter-defibrillator (ICD) exhibited oversensing and high out-of-range pacing impedance measurements on the right ventricular (rv) lead which resulted that this ICD delivering the inappropriate shock therapy with therapy exhaustion. As result, the patient was hospitalized and, intravenous antibiotics were administered. The ICD was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.